Event description:
The pt was receiving a trial scs system on (B)(6) 2011, including a lead. It was reported that during the procedure, the lead had all high impedances. The lead was moved and other external devices were used, and there were still high impedances. Post operation, the physician was able to get stimulation with the same lead, as well as normal impedance.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.